Event description:
It was reported that during an unknown procedure, the cartridge came off the device when the jaw was opened. Another device was used to complete the case. There were no adverse consequences to the patient.